Manufacturer narrative:
(B)(6). (B)(4). Date of original implant is unknown. Per facility, device will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a review of the device history record (s) for manufacturing revealed no complaint related issues for this complaint. Lot number: 6141382, manufacture date: may 20, 2009, expiration date: april 1, 2018. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail (tfn) implanted on an unknown date. On (B)(6) 2014, the tfn, helical blade, and one 5.0mm locking screw were removed, due to infection, pain, irritation and discomfort. The patient was revised to a girdlestone. No allegations were reported against the removed implants and the explant surgery was completed successfully. The patient¿s status/outcome was reported as ¿okay.¿ no surgical delay was reported. This report is 1 of 3 for com-(B)(4).